Manufacturer narrative:
Bioprosthetic valves are known to have a limited life span as the surgical prosthesis is prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term. Svd is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
It was reported through the implant patient registry a 33mm 6900p valve, implanted in the tricuspid position for 11 years, was explanted due to severe stenosis and regurgitation. The patient was noted to have extensive lysis of adhesions after the sternotomy was performed. The subject device was explanted and replaced with a 31mm 7300tfx valve. During this procedure, closure of a sinus venosus asd with pericardial patch, repair of papvr with atrial baffle and CABG x1 lima to lad. Tee was done, which was satisfactory. Hemostasis was achieved. The patient was transferred to the ICU in stable but guarded condition. Postoperatively, the patient required pacing for underlying bradycardia. About an hour after arrival to the ICU, the patient suffered a grand mal seizure that lasted about 30 seconds per nursing and self resolved. About 20 minutes later, she suffered another seizure and was given a dose of ativan. Overnight, she began to have significant temperature instability and later hemodynamic instability that was felt to be due to her neurologic condition. She required multiple prbc transfusions and required multiple pressors to support her blood pressure. The patient did regain hemodynamic stability; however, continued to have poor neurological status. Due to the patient's poor prognosis, the patient's family decided to withdraw care. The patient passed away on pod #16.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
X-ray demonstrated wireform intact and moderate calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 14mm on leaflet 2 on the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 2mm at commissure 2 and leaflets 2 and 3 by approximately 7mm at commissure 3 on the outflow aspect. Host tissue overgrowth caused the free margins of leaflets 2 and 3 to be rolled toward the outflow aspect and created a gap in the central coaptation region. Leaflet 3 had a 2mm tear near commissure 1. Calcification was evident at the tear. Sewing ring was cut at multiple locations around the valve. H10: additional manufacturer narrative: customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. Report of regurgitation was confirmed through observed gap created by rolled leaflets from host tissue overgrowth. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.